Manufacturer narrative:
Tech found that the brakes would set but would not hold. Adjusted the brakes to resolve this issue.

Event description:
The brakes would set properly, but would not hold as tight as they should. No injury reported.